Manufacturer narrative:
H10: during field service engineer activity, also cardioplegia pumps were replaced. Based on investigation results of similar complaints and taking into account the manufacturing date of the unit (2016), it cannot be ruled out that the most likely root cause of the reported event has to be traced back to motor bearing damaged by the corrosion both for circulator motor and cardioplegia pumps, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions. This lead the unit to request for an electrical power overload, which could have resulted in an over current that ultimately could have damaged the distribution board.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a 3t heater cooler presented an e06 on the cardioplegia side during a procedure. There is no report of any patient injury.a livanova field service engineer was dispatched to the customer. During inspection it was verified the motor wouldn¿t spin because it was rusted under the motor and the bearings seized.

Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in united states field service was dispatched and the stirrer motor, cp bridge and distribution board were replaced system function normal returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.